Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer has to press buttons harder. Customer¿s current blood glucose was unknown. Customer stated that insulin pump had diminished battery life, had false unexplained no delivery alarms, customer have to push hard to screw battery cap. Insulin pump will not be returned for analysis.